Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unreported age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen ergo teal/clear pen body (lot 0404a03) with a clear cartridge holder attached (lot was not reported) was reported to be broken and both engagement tabs were reported to be broken. This humapen ergo teal/clear pen body with a clear cartridge holder attached is associated with (B)(4). It was unknown who was the operator of the device. The operator was trained by physician. It was unknown how long the patient had used the device model. The reported device had been used for four years. It is not known if the device will be returned. It was unknown if the device was continued.